Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was overfill. The following information was provided by the initial reporter. It was reported that samples appeared to be overfilling. Customer is stating that the sodium citrate tubes are overfilling, states that it's overfilling to the top - the blood doesn't stop at the line."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was overfill. The following information was provided by the initial reporter. It was reported that samples appeared to be overfilling. Customer is stating that the sodium citrate tubes are overfilling, states that it's overfilling to the top - the blood doesn't stop at the line."